Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Visual evaluation of the returned device found no failures. Functional evaluation found that the device bowed according to specification both inside and outside the duodenoscope. The resistance of the cutting wire was measured and found to meet specifications. The length of the cutting wire was measured and also found to meet specifications. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint.

Event description:
It was reported to boston scientific corporation that an autotome rx was used during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, when preparing to perform the sphincterotomy, the device failed to cut due to an electrical issue. The procedure was completed with another autotome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an autotome rx was used during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, when preparing to perform the sphincterotomy, the device failed to cut due to an electrical issue. The procedure was completed with another autotome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information (B)(4) 2013: the electrical issue was not resolved by reconnecting the non-bsc active cord being used.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.